Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during s-ICD implant procedure the patient became induced during a 10j commanded shock. An additional shock was provided from the device that successfully converted the patient. The shock impedance was high but still within range. The electrode was then repositioned for therapy optimization at the initial implant procedure. No adverse events were reported.